Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. The reporter alleged of having eye irritation, respiratory tract irritation, skin irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response, shortness of breath and nausea/vomiting. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Remedial action init and recall (z) number has been updated. Model number, catalog item identifier, serial number and product UDI has been updated. Problem code grid has been updated.